Event description:
Programming history was reviewed and revealed that the patient was set to guided mode on 7/7/2020 but not scheduled programming, which is why the patient's settings did not automatically change. Guided programming only sets out a planned protocol for settings changes but does not automatically implement it. Scheduled programming was correctly set at the next appointment on 7/22/2020. No further relevant information has been received to date.

Event description:
Information was received from the physician that it appears the device has been working properly since the event and the patient is not having seizures. No other relevant information has been received to date.

Event description:
It was reported that the patient's device was turned on (B)(6) 2020 and set to guided programming. The patient had been sent to the ER for seizures so she was brought into the clinic. It was then observed the scheduled programming set for (B)(6) 2020 did not apply so the settings did not increase. The nurse confirmed that the correct number of steps were selected. She noted that the tablet gave the option to say "switch to guided mode" indicating that it was still in manual mode, not scheduled programming. She seemed to be sure that she set it to scheduled programming at the last visit and saved the settings. No other relevant information has been received to date.